Event description:
It is reported that on the package it says; lot 60493335 but on the labels inside the package it says lot 60539923. Customer could not tell what was written on the product itself. This was discovered during surgery, but it did not come in contact with the patient. They used another device instead.

Manufacturer narrative:
Evaluation summary: the packaging material for the reported lot number 60539923 was returned for evaluation and was found to be labeled to specification. The packaging material and device for the other reported lot was not returned for evaluation. The two reported lots were packaged approximately six weeks apart, and it is unlikely to be a manufacturing or packaging related issue. The reported lots were fully distributed without any further reports of this kind. Both lots were received by the reported country and it is possible that condition may have occurred after distribution. Device history records indicate device manufactured to specification.